Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with damaged display window cover, cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit passed displacement test, self test, active current measurement, and sleep current measurement. No failed battery test alerts noted during testing or when inserting a new battery. Fill cannula was programed at 0.5u and recorded in pump's daily history. However, pump error 63 alarm confirmed in the pump history (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that they performed self-test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.